Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient had received an end of life message on their programmer. This message was confirmed by a company representative. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Correction: this device meets or exceeds 75% of its expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates this device meets or exceeds 75% of its expected longevity.